Manufacturer narrative:
(B)(6). Device manufacture date: january 22, 2016 - january 26, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate's bladder ruptured during filling of the device. The fill volume was 100ml. The device was filled with an antibiotic drug diluted with nacl 0.9%. There was no patient involvement. No additional information is available.